Event description:
The index procedure was prompted by stable angina. During the index procedure, a resolute onyx drug-eluting stent was implanted in the rca. Approximately 24 months post index procedure the patient expired. Cause of death is unknown. The investigator assessed that the event is not related to the study device or antiplatelet medication.

Manufacturer narrative:
Cause of death was reported to be cardiopulmonary arrest. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that patient had cardiopulmonary arrest with an outcome of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient also had a medical history of chronic renal failure, history of cad and multiple stents. Adverse event term was updated to cardiopulmonary arrest. Clinical evaluations committee (cec) adjudicated that possible stent thrombosis occurred which led to the reported death. Conditions leading to the immediate cause of death were chf, copd and cardiomyopathy. Cec assessed the event as a cardiac death. If information is provided in the future, a supplemental report will be issued.